Event description:
It was reported that the implant at tooth site #30 was removed due to peri-implantitis. 1 week post op patient called and c/o pain and states he hasn't had much relief since placement. Patient was seen in the office that day and states he has +8 pain. C/o aching and throbbing that is waking him up at night. Also states he as a bad taste. Rx: amoxicillin 500mgx21 tabs (1 week) patient returned 2 weeks later and states implant feels "loose" and sticking up higher than it was. Still c/o pain. Implant removed. Patient decided to have bridge rather than implant due to having a failure. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . E1: last name unknown / not provided.